Event description:
It was reported that the journey ii cr lock fem implant impactor was found broken. It is unknown if this happened during surgery or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the femoral implant impactor has broken knob rings. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.